Event description:
A malfunction alarm was reported with the pump indicating alarm 20 during the load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was able to successfully load a new cartridge with the assistance of technical support and resume insulin therapy.